Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4., h.6.

Event description:
Symptoms resolved eight days after date of onset.

Event description:
Correction information noted the product was juvéderm® voluma¿ with lidocaine, the brand of covid-19 vaccine first dose was pfizer. Patient also experienced inflammation in the right side of ck1-ck2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 2 ml of juv¿derm¿ voluma" in ck1, ck2 and ck4 and 1 ml of juvederm¿ volux" in jw1 and c1. Approximately three weeks later, patient received a covid-19 vaccination. Five days after covid-19 vaccination, patient presented, "acute generalised urticaria + swelling at the injection sites." Patient attended hospital where they were prescribed antihistamines and oral corticosteroids (5mg/4 days). Hcp advised, "the urticaria improves but patient is still with a localized swelling, right side (ck1-ck2)." Patient was giving ibuprofeno and cortison 5mg/tag. Event ongoing.